Event description:
The customer contact reported a constant proximal occlusion alarm with no occlusion present. The device was returned to the biomedical department with a note stated, "reads proximal occlusion with all secondary." No specific information was provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device delivered less than expected. No additional information was provided.

Manufacturer narrative:
The device passed testing. During testing, the device delivered a measured volume of 19.46ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Additional testing found proximal occlusion alarms were noted in the device history but were not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.